Event description:
After the iab was inserted under fluoroscopy, the doctor noted that the iab slipped about 4 inches in the pt. He tried to reposition it but was unable to so the iab was removed. The contact stated that the pt had an "s" shaped iliac. The iab was not returned to co. The iab was discarded by the facility. (Event complications: unk - reported 4/18/97.) (Pt's current status: unk -rpt'd 4/18/97.)